Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer accidentally set a basal rate of 5 units per hour instead of 0.5 units per hour. Customer went into diabetic shock due to low blood glucose levels and paramedics were called. Paramedics treated customer with glucagon.